Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0tbpa, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the system was working to some degree but the doctor wanted to move the patient to a stage one valuation to see if the contralateral side would produce great results. It was unknown what factors might have led or contributed to the issue. The patient had met with the nurse practitioner many times for improved programming potential. The patient was scheduled for a stage one evaluation on the contralateral side. It was unknown if the issue was resolved at the time of the report. A surgical intervention was required. The patient via the rep later reported that she was having a new implantable neurostimulator (ins) and new lead placed. She was having this procedure done due a lack of efficacy of the prior devices. The ins and lead were removed (B)(6) 2016. The stimulator, while having been placed earlier in 2016, only had 30% remaining battery life due to the power being used at a very high level to attempt to receive therapeutic benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.